Manufacturer narrative:
Analysis was able to confirm that both output connectors, the battery cover, and the hanger were all broken. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) battery cover was broken, the hanger was cracked, and the output connectors were cracked. The epg also requires calibration. The epg was returned for service. There was no patient involvement.